Manufacturer narrative:
Analysis found that the handpiece was not running by itself but it's not running properly, vibrating and running rough. Rear bearings was corroded. Replaced rear seal and bearings, added excluder. Handpiece was repaired, cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece's speed was changing by itself; also the handpiece was vibrating and running rough intra-operatively. There was no patient impact. On follow-up, additional information was received confirmed that during a procedure for functional endoscopic sinus surgery (fess), the handpiece was working fine and making noise, kind of like bone was caught in it (but there wasn't) and vibrating in her hand, while using it. The hcp stopped using the handpiece and tried another ipc, the issue still persisted. Then the hcp tried another handpiece and it was fine for a while and started doing similar thing. The hcp also stated that she didn't notice if the speed on the console was changing, the hcp felt just the speed of the handpiece changing (slower and faster).